Event description:
A patient reported blood glucose results of 18.4 and 8.7 mmol/l with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips for clearing the puncture site were done correctly. The patient did have any control solution test. The meter and supplies are being replaced for the patient.